Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- patient revised for loosening and a malpositioned cup. (B)(6) (left hip) update: (B)(4) 2013 - litigation papers received. Litigation alleges pain, discomfort, difficulty ambulating and metallosis. Liner and head are now being reported.

Manufacturer narrative:
(B)(4). The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes an5k24000,wt6b91029 and 2385191. A search of the complaint database finds additional reported incidents against lot codes b4ces1000 and 2431929 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges abductor muscle repair, metal wear and elevated metal ions.